Event description:
Contrast extravasation with omnipaque 300. Approx 100cc was injected to deltoid site. Procedures followed for extravasation. Biomedical engineering assessment completed and injector found to be working properly. However, there is no pressure adjustment on this unit. It is pre-set for 300 psi (pounds per square inch) maximum.